Event description:
A complaint was received that when using a medisense blood glucose monitoring device, the consumer received a high capillary reading of 259 mg/dl and allegedly treated self based on that reading. A few hrs after insulin administration, the consumer required paramedic assistance. The result on the paramedic's meter was 63 mg/dl when compared to a second concurrent medisense reading of 128 mg/dl. When the values were plotted onto a clarke error grid, the results fell within the "d" zone which is considered clinically significant.